Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An optometrist reported that a pt who underwent bilateral lasik was diagnosed with photophobia in the left eye, at the five day postoperative visit. Pt was prescribed glaucoma medication to resolve visual discomfort. Additional info was requested. Another report is filed for the right eye.